Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible shocks for supra ventricular tachycardia (svt) versus vt/vf (ventricular tachycardia/ ventricular fibrillation) were delivered by the implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.